Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the carotid artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon had a hole in it. No patient complications were reported.